Event description:
Information received indicates the head section of the bed would not stay up after it was elevated.

Manufacturer narrative:
The technician found the CPR lever was stuck due to body fluids. The technician cleaned the CPR lever to repair the bed.